Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was not working properly as it was not able to inflate the cylinders. A revision surgery was performed, during which it was noted that the pump connecting tube was broken; therefore, the pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. A hole and a leak were identified at the strain relief junction, consistent with sharp instrument damage. The pump passed functional valuation. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was not working properly as it was not able to inflate the cylinders. A revision surgery was performed, during which it was noted that the pump connecting tube was broken; therefore, the pump was removed and replaced. No patient complications were reported.